Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (600 mg/dl). Customer set a temp rate of 125% to stabilize her blood glucose level.